Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7476078 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 9, 2023. In addition to the issues reported previously, the patient also experienced rupture with breast pain bilaterally. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 700cc mentor memorygel breast implants placed experienced bilateral device migration and right sided inflammation post procedure. The devices had stated to have flattened and bottomed out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-09850 for contralateral prosthesis report.